Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2026, due to high glucose (bg) levels, reported at 266 mg/dl. The patient reported that the dexcom g7 continuous glucose monitor (cgm) measured bg levels at approximately 40 mg/dl, but a glucometer reported 266 mg/dl about 20 minutes later. It was noted that the patient ingested a banana and juice in between readings, which may have partially influenced the rise. However, the family and paramedics suspected the sensor reading was inaccurate. Reported symptoms included severe leg pain, shakiness, and fever. The patient reported being admitted to the hospital and remained hospitalized at the time of reporting, with no information provided regarding diagnosis, treatment, or anticipated discharge date. The pod is unavailable for return as it was discarded at the hospital. Additional information has been requested, and a supplemental report will be submitted if received.